Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss (fracture). Also noted that the lower fractured part of the implant still in situ per patient's request because the patient did not want further surgery or another implant at present time.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding investigation findings 3243. This is a follow up report to add this additional code.

Manufacturer narrative:
Investigation conclusions code 50 had been removed by accident in the initial. File was updated.